Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right ventricular (rv) lead high and unstable thresholds, and a loss of capture. The lead was reprogrammed and a revision for repositioning has been scheduled. No further patient complications have been reported as a result of this event.